Event description:
The rptr was alerted to the problem by the child crying. Homecare pt had a bloated, enlarged abdomen. Rptr determined the device was pumping air instead of enteral feeding solution. Rptr stated she had the same problem a few days earlier. Caregiver corrected the problem with no adverse outcome to the pt. There was no illness, injury or one medical intervention resulting from the event.